Manufacturer narrative:
The customer's reported complaint that the thermogard console (sn (B)(6)) displayed tcmid:08 (coolant temp low) error message was confirmed based on the system's event log review but was not confirmed during functional testing. The root cause of the reported complaint was determined to be the dirty coldwell screen/ filter, likely attributed to the device's aging; the device's life expectancy is 5 years. The thermogard console was manufactured in september 2011 and is almost 13 years old. The system's event log was reviewed and showed a couple of tcmid:08 (coolant temp low) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed functional testing, and the reported complaint of tcmid:08 was not reproduced. During further troubleshooting, the coldwell screen/ filter was found to be dirty, most probably triggering the intermittent occurrences of tcmid:08. The coldwell screen/ filter was replaced to remedy the fault. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard console (sn (B)(6)) displayed tcmid:08 (coolant temp low) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.